Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The right ventricular lead (rv) was micro-dislodged. The lead was explanted and replaced. The patient was stable with no adverse consequences. Additional information has been requested but not received.

Manufacturer narrative:
Additional information: as received, a complete lead, with a portion of the stylet, was returned in two pieces for analysis. Visual inspection of the lead revealed the helix to be retracted with traces of blood/tissue. After cleaning, the helix could be extended and retracted by applying direct torque to the inner coil. The measured full helix extension length was within product specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the inner coil being clogged with blood/tissue.